Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the a dye study was performed, on (B)(6) 2019, and resulted in being unable to aspirate the catheter. No symptoms or complications were noted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. Preoperative diagnosis was failed back surgery syndrome, intrathecal infusion pump end of life. The patient had a history of chronic back pain secondary to failed lumbar back surgery syndrome. The patient had a previously placed intrathecal infusion pump in the lower quadrant of the abdomen which was approaching end of its functional life. The catheter was no longer considered functional. Successful implantation of 40 ml pump and catheter right lower quadrant abdomen. The pump was placed in the right lower quadrant of the abdomen. Post anchoring fluroscopy confirmed that the catheter remained in place. There was good csf flow from the catheter. Prior to complete closure of the abdominal incision the pump was accessed percutaneously into the fill port under direct vision. A fill kit with attached needle was utilized provided by the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2019-jun-17 indicated that the pump and catheter will not be returned as they were discarded. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the catheter serial number was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the cause was diagnosed at the time of attempted dye study. The root cause was not known and the catheter had yet to be revised. The patient's weight was not available.